Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately fifteen years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated, tilted and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, fifteen years nine months of post deployment, a computed tomography (CT) abdomen was revealed that the filter was slightly migrated distally within the inferior vena cava with the tip 3.5cm inferior to the right renal vein and angled posteroinferiorly. The filter struts on the right lateral aspect shows 1.4cm of extension through the inferior vena cava wall into the right psoas muscle. There was no fracture of struts are seen. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately fifteen years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated, tilted and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.